Manufacturer narrative:
B3: unknown; no information has been provided to date. Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the orange needle protector fell off and the needle popped off, causing the medicine to squirt out. There was no reported patient involvement or harm.